Event description:
Customer reported that they got a whole box of sol-m 1ml luer lock syringes without needles from the pharmacy as I must give myself an injection every week. My usual pharmacy carries a different brand, but I couldn't get them in bulk from there, so this was my first time using sol-m syringes. (Previously I had used bd syringes). I'm injecting testosterone enanthate (in sesame oil) and my only guess is that it's too thick to inject smoothly. I must press down really hard to get the plunger to move at all and when it does it's jerky. I've tried warming the filled syringe with my hands and a little with my space heater, but it hasn't helped.

Manufacturer narrative:
There is no evidence of quality issues associated with this complaint based on the return sample and archive sample analysis. Based on the determined risk priority number, the residual risk related to the complaint is considered acceptable. Additionally, no trends related to this issue have been identified during our track-and-trend analysis. Sol millennium continues to monitor this kind of issue. Additional assessment will be taken if a significant pattern emerges. Unconfirmed.